Event description:
Pacer pt woke 8/17/98 with shortness of breath & chest tightness. Electrocardiogram showed ventricular escape rhythm 30-40 with no sensing of pacing. Pace spikes without capture. Lead replaced.